Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 06/31-2015 - exp. Date: 06/30/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Sepsis and driveline and wound infections are potential complications that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and history of recurrent polymicrobial infections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient had received multiple blood transfusions and had undergone oral suturing for a previously reported oral bleeding episode and was discharged home on (B)(6) 2016. The following day, the site noted that one of these units of blood had been contaminated and the patient came to the outpatient clinic where blood cultures were drawn. By the next day on (B)(6) 2016, these cultures were reported to be positive for streptococcus mitis and the patient was admitted to hospital. He was treated with intravenous antibiotics. The site reported that the event was possibly related to the contaminated blood, to his recent dental work/suturing or to endocarditis. A transesophageal echocardiogram is planned. As of the date of this report, the patient remains hospitalized.

Manufacturer narrative:
(B)(4) were not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pumps from performing as intended. Review of the manufacturing documentation and sterility certificates confirmed that the associated devices met all requirements for release. Given that the site was able to rule out endocarditis as the source of the infection, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. In this case these factors may have also included the patient's recent dental work/suturing and the administration of contaminated blood products. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: hw23931- FDA code-sepsis c3364; FDA 2067. Additional information received indicates that the blood transfusion had been contaminated with streptococcus mitis. The site further reported that the patient had undergone the removal of nine teeth one week prior to this event. A transesophageal echocardiogram was performed on (B)(6) 2016 and this revealed no evidence of endocarditis. The site reported that the treatments provided were successful. The patient was discharged home on (B)(6) 2016 in stable condition. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.